Event description:
It was reported that the intra aortic balloon (iab) had leak and catheter restriction alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, g3, g6, h2, h6(health effect impact code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra aortic balloon (iab) had leak and catheter restriction alarm. There was no patient involvement.

Event description:
It was reported that the intra aortic balloon (iab) had leak and catheter restriction alarm. Error shown before use. There was no patient involvement.

Manufacturer narrative:
Additional contact information :(B)(6) updated fields:b4, d9, g3, g6, h2, h3, h6(medical device problem code,type of investigation ,investigation findings, component codes, investigation conclusions)h11 as the balloon was not returned for evaluation, so an exact cause of the issue could not be identified. However, based on our investigation,the catheter restriction alarm and leak in iab can occur due to one of the following reasons: causes of a catheter restriction alarm a catheter restriction may result from: 1. Mechanical obstruction kink, bend, or compression in: iab catheter extracorporeal tubing extender tubing 2. Incomplete unfolding of the iab membrane a partially folded balloon cannot fully expand, causing abnormal pressures. 3. Balloon not fully exited from the sheath the sheath restricts the balloon if insertion is incomplete. Causes of iab leak iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions tears (penetration by sharp objects). 2. Catheter perforations sharp objects. Severe kinks. 3. Inner lumen breaks or kinks. 4. Tip leaks. 5. Rear seal leaks.